Event description:
It was reported that the patient presented remotely via merlin.net with a transmission (B)(6) 2024 suggesting the pacemaker was in backup vvi mode. The patient was brought into clinic where the pacemaker could not be interrogated with a programmer when a wand was placed over it. Also, placing a magnet over the pacemaker resulted in no change in rhythm. The patient was in atrial fibrillation with conduction in the 40-50 bpm range confirming the pacemaker was not functioning. The patient was asymptomatic and stable. The pacemaker was explanted and replaced.

Event description:
New information received notes the patient was stable following the procedure.